Event description:
Info received alleged that the head section would not raise up.

Manufacturer narrative:
Tech found the bed in the transportation storage room. Inspection found the head would not raise. Replaced the head up solenoid valve p/n 6543035 to resolve this issue.